Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected.

Manufacturer narrative:
Minor bleed/ asae: the cause of the asae was not determined due to insufficient clinical details. Hematuria: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 72-year-old male patient was admitted for acute myocardial infarction with cardiogenic shock. An impella cp as well as an extra-corporeal membrane oxygenation were inserted. At the groin access site, bleeding was noted while the activated clotting time exceeded the recommended range during support with 317 seconds. The bleeding was managed by application of best practices. Pink/red urine suggestive of hematuria was also noted on the first day of support but resolved without further therapy. After four days of support, the patient was successfully weaned and the impella cp was removed.